Manufacturer narrative:
No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the bed brake not set alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Hillrom technical support contacted the account three times trying to obtain the resolution for this event. The hospital has decided to not proceed with the repair of this bed at this time. When the customer decides to proceed with the repair of the bed, a new contact will be opened at that time. Per thehillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Make sure the brake is not set, and then plug the bed into an applicable power source. A steady alarm comes on. Set the brake. The alarm stops. Repair or replace as necessary. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. Hillrom¿technical support contacted the account three times trying to obtain the resolution for this event. The hospital has decided to not proceed with the repair of this bed at this time. When the customer decides to proceed with the repair of the bed, a new contact will be opened at that time. Based on this information, no further action is required. H3 other text : the hospital has decided to not proceed.

Event description:
Hillrom received a report from a hillrom technician stating the bed brake not set alarm was not working. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).